Event description:
Info received indicates the circuit was changed out after seven hours on ECMO support when air was seen leaking from the bottom of the heater component. Hcp indicated their intervention was timely and the patient was removed from bypass without incident to investigate the source. The air in the circuit appeared to originate from the product membrane. The patient was placed on a new circuit and was reported as stable thru-out the process.

Manufacturer narrative:
Device history review found the product met specifications when released for distribution. Conclusion: cause of event has not been determined. Analysis: the product has not been received in manufacturing for analysis. Without device return, review is limited and no results can be provided. Product return has been requested. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. No report of patient complication has been received. Conclusion: no patient event and no product return. An exact cause has not been determined for the reported product problem.